Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had sudden power down with no low battery warning and diminished battery life from day 1 use. The insulin pump had sticky/non responsive buttons and the insulin squirted while priming. The customer also reported that the insulin pump had unexplained no delivery alarms and would grind during rewind. The device will not be returned for analysis.